Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called in requesting MRI guidelines for their manufacturing company pump (no symptoms/device issue was reported. MRI is not a result of the device/therapy). They said their ins and lead was explanted because "it wasn't working;" a loss of therapy was also reported. This started happening "probably within the last 6 months or so." MRI guidelines were reviewed with the patient and they were advised to have their healthcare provider (hcp) call in for guidelines. No further patient complications have been reported as a result of this event.